Event description:
After a few minutes of cut and/or coagulation mode activation of pulsar generator and plasmablade the amplifier on the EKG machine becomes saturated and locks up. EKG machine has to be shut down and restarted. Pulsar and plasmablade were used for the entirety of the case, which was completed successfully, EKG machine just re-booted to proceed.

Manufacturer narrative:
Product event: (B)(4). Method: device discarded therefore unable to be returned for analysis. Result: device discarded therefore unable to be returned for analysis. Conclusion: device discarded therefore unable to be returned for analysis. (B)(4).